Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The primary plumset was being used to deliver an unspecified volume of total parenteral nutrition (tpn). At an unspecified time, an unspecified secondary tubing set was attached to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified volume of intravenous supplementary vitamins. After an unspecified length of time, the customer contact reported that the patient's clothes and bed sheets were wet. It was reported that approximately 100ml of solution leaked from the distal clave y-site of the primary tubing set. The customer contact reported that the silicone sleeve of the distal clave y-site was probably stuck in the depressed position. No specific details were provided. The tubing set was replaced and the therapy was resumed. The customer contact reported there was about a one hour delay of therapy, however it was not critical to the patient. There were no reported adverse patient effects and no medical interventions were required. No additional information was provided.